Event description:
It was reported that patient faced infusion set cannula bent event on (B)(6) 2026, as the patient stated there was occlusion.

Manufacturer narrative:
MDR 3003442380-2026-10883 / initial 2 of 5 e1: event country: (B)(6). Name: ypsomed ag. Country: switzerland. Address ¿ line 1: weissensteinstrasse 26. City: solothurn. State: california. Zip code: 4503. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.